Event description:
A doctor contact baxter (B)(4) in regards to a connection issue with a transfer set. The hp stated that the transfer set was broken and become disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is no longer available.additional information:this condition was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation nor a batch review could be performed.

Manufacturer narrative:
(B)(4) and a 510(k) will not be provided in the emdr, because the product is unknown at this time. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.